Manufacturer narrative:
The product is available for evaluation and testing, however, it has not been received to date. Additional info will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2009-01627.

Event description:
During inventory inspection two products were found to have "foreign matter inside the sterilized pouch". The foreign material seemed to be black fibers. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for foreign matter. The products were not clinically used. The products were not re-packaged and not re-sterilized.

Manufacturer narrative:
During inventory inspection, two firestar ptca balloon catheters were found to have "foreign matter inside the sterilized pouch". As reported, the foreign materials seemed to be black fibers. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for foreign matter. The products were not used and no pt injury occurred. The products were not returned for evaluation, however, photographic images showing the particulate were returned. A review of the manufacturing documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The complaint is considered confirmed based upon the images returned for evaluation. An internal investigation has already been opened to address this issue. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2009-01627 and 9616099-2009-01628.